Manufacturer narrative:
UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. Update rec¿d 11/30/2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from elevated ions and wear. Adding the stem to the complaint for the alleged ions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6 patient code: no code available (3191) used to capture the surgical intervention. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: lot c4vb71000. The device manufacturing record (DHR) was requested and reviewed. No related deviations or anomalies were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 22, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges fluid collection and cyst, and altered gait. After review of medical records for MDR reportability, patient was revised due to painful right metal-on-metal hip replacement. Operative notes also stated bone grafting of osteolytic defects about the acetabular shell. There was a significant degree of osteolysis beneath the superior posterior aspect of the acetabulum extending along the superior and portion of the medial aspect of the acetabular shell. There was also a small amount of relatively clear yellow fluid in the joint. A minimal amount of metallic-appearing staining of the soft tissues around the acetabular rim was also noted. The fibrinous material that was curetted out was somewhat metallic stain. No laboratory values provided for the alleged elevated metal ions. This complaint was updated on may 29, 2017.

Event description:
Complaint description: the patient was revised to address pain. Update rec¿d (B)(6) 2016 - litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from elevated ions and wear. Adding the stem to the complaint for the alleged ions. Complaint was updated (B)(6) 2016 update (B)(6) 2017: legal medical records received. In addition to what was previously alleged, pfs alleges fluid collection and cyst, and altered gait. After review of medical records for MDR reportability, patient was revised due to painful right metal-on-metal hip replacement. Operative notes also stated bone grafting of osteolytic defects about the acetabular shell. There was a significant degree of osteolysis beneath the superior posterior aspect of the acetabulum extending along the superior and portion of the medial aspect of the acetabular shell. There was also a small amount of relatively clear yellow fluid in the joint. A minimal amount of metallic-appearing staining of the soft tissues around the acetabular rim was also noted. The fibrinous material that was curetted out was somewhat metallic stain. No laboratory values provided for the alleged elevated metal ions. This complaint was updated on: (B)(6) 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition to previous allegations, ppf alleges metallosis.